Event description:
Primary stability not achieved, implant wasn't completely covered with bone, thread tap used, complication in site preparation (very dense bone #21), undersized implant bed, nerve encroachment. Too close to nerv. Same patient as (B)(6).